Event description:
A report was received that the patient was having a hard time getting the ipg fully charged as the ipg was tilted. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure. The patient was able to charge the ipg and was doing well postoperatively.

Event description:
A report was received that the patient was having a hard time getting the ipg fully charged as the ipg was tilted. The patient will undergo a pocket revision procedure.